Event description:
Information received from the field notes that the patient was seen in the emergency room with a heart rate of 30 bpm. The device was not pacing and telemetry could not be obtained. Therefore, the device was replaced.